Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tips of the bipolar scissors broke off. The detached components were retrieved from inside the pt's leg through one of the original incisions made. No other pt complications were reported.